Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No possible over delivery anomaly noted. Device passed the delivery accuracy test. The drive support disk was inspected and no anomaly noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was over delivering. The customer¿s blood glucose level was 156 mg/dl at the time of the incident. Customer¿s current blood glucose level was at unknown. Customer was treated with food. Customer stated that the drive support cap was flush. Customer was alleging for over delivering because customer went low after correction. The insulin pump will be and reservoir will not be returned for analysis.